Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a terrible fall a week ago tuesday where they cut open their face, broke their nose, dislocated their shoulder and their behind was very bruised. Patient also said after the fall they didn't believe the therapy was working anymore and their buttocks were extremely swollen. Patient asked agent if the swelling could have stopped the therapy from working. Patient mentioned they made an adjustment after the fall. Patient stated that they were getting better and they think the therapy was working again. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they would see their hcp soon but didn't recall the exact date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.